Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported implant fracture at tooth sites 32.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two unknown biomet implant were returned for investigation. Visual evaluation of the as returned products identified significant signs of wear, fracturing at the collar along with bone debris on the threads. Heavy damage on the implant body, most likely from removal process. Device history record (DHR) review could not be performed for the products reported as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review could not be performed for the products reported as the item and lot number were not available. Therefore, based on the available information, devices malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.